Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the supply line of the homechoice automated pd set with cassette to the solution bag, the connection would not tighten. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.